Event description:
Doctor was using sonicision for renal cyst removal when device quit working and red light came on handle. There was not the usual yellow light warning when battery is low. The battery was changed and red light still came on. Device was inspected and it was noted that one of the jaws was missing. Missing jaw was found and device was removed.